Event description:
On (B) (6) 2010, the patient reported that for the past 2 mornings, he has had elevated blood glucose readings when he wakes up. He stated his usual morning blood glucose is under 100 mg/dl. His target range is 80-150 mg/dl. He said that yesterday morning his reading was around 200 mg/dl which he corrected by bolusing insulin via his infusion device. This morning his reading was 325 mg/dl and he delivered 6 units of insulin, but this did not decrease his reading. He then delivered additional insulin via injection. He stated he switched to his backup infusion device. He was advised to continue using his backup device for a few days for troubleshooting purposes. Repeated attempts to follow up with the patient were unsuccessful. The patient did not require assistance from a healthcare professional of second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.